Manufacturer narrative:
Log file analysis revealed one electrical fault alarm of type sys_rear_phase_b_open on (B)(6) 2015 as well as two vad stopped alarms which confirmed the reported event. The electrical fault alarm cleared after several seconds. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the units met the internal requirements prior to their quality assurance release process. The driveline cable was not returned as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated driveline cable ((B)(4)) met all requirements for release. On-site inspection of the driveline connector did not reveal any damage or contamination. The reported event was confirmed via review of the controller log files, which revealed an electrical fault alarm and two vad stopped alarms on the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The instructions for use advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient received two critical (red) alarms while sitting at home. The patient touched the driveline connector and the alarms resolved. She went to the hospital where log files were downloaded and a field service engineer (fse) performed a full inspection of the driveline cable, driveline connector and the locking mechanism. The patient was prepped in the intensive care unit prior to the procedure. Log files revealed two "electrical fault" and two "vad stopped" alarms. The fse disconnected the driveline from the controller for approximately 15 seconds to inspect the inside of the driveline connector. No damages or contamination were noted and the connector locked securely back to the controller. The patient tolerated the pump off time well,was "reassured" and subsequently went home. Investigation is ongoing.